Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Additional information: d4 - model # added. Corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Event description:
It was reported that prior to use of the hi torque balance middleweight hydro guide wire, the guide wire was noted to be separated where the distal section is connected to the main body of the wire. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the device was broken when it was removed from the hoop, but they could not recall if it occurred when removing the device or if it was already broken. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the hi torque balance middleweight hydro guide wire, the guide wire was noted to be separated where the distal section is connected to the main body of the wire. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.